Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Customer's blood glucose level was 199 mg/dl. Reportedly, the customer loaded an additional 40 units without going through the load sequence.

Manufacturer narrative:
Per tandem's t: flex user guide: "do not remove or add insulin from a filed cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen." No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.